Event description:
Ems responded to a pt with respiratory distress. Assisted pt with bag valve mask. (Ambu) pt's condition worsened with decreased (po2). Pt respiratory arrested. Upon examination, bag and valve are dysfunction and pt not recurring all if any o2.